Event description:
It was reported that the customer had low blood sugars and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer had seizures due to hypoglycemia prior to hospitalization. Caller stated, the customer's blood glucose raise and at the time of the admission, the blood glucose was 334 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement, basic occlusion, occlusion, prime, excessive no delivery alarm due to motor error alarms during rewind.